Event description:
It was reported that water leaked from the bifurcation of the funnel when the user injected water. Another catheter was used.

Manufacturer narrative:
The reported event was confirmed, as manufacturing issue. The catheter balloon was leaking from pinhole over the inflation lumen at the trifurcation. Visual evaluation of the returned sample noted one opened (without original packaging), silicone temp sensing catheter with tape around the trifurcation. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) immediately leaked from the pinhole (0.013") over the inflation lumen at the trifurcation. The product was confirmed 14 french size. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿5) to deflate and remove the balloon, attach a needleless syringe to ley let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the bifurcation of the funnel when the user injected water. Another catheter was used.